Manufacturer narrative:
Block e1: this event was reported by the director of regulatory affairs. The healthcare facility was not reported on the medwatch form and is unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated to 15 mm, 16.5 mm and then 18 mm. The balloon was inflated for a full minute and then ruptured. The entire scope was removed, and the balloon wire was cut to enable its removal from the scope. No further event information was provided. There were no patient complications reported as a result of this event.